Manufacturer narrative:
Based on the documented event information, which may include the returned device (if available), photographs, videos, event descriptions, and any additional field data, the most likely cause(s) of the reported device breakage are attributed to use error, including: excessive impaction during anchor insertion. Excessive torque applied to the device. Failure to insert the anchor in the same orientation as the prepared bone hole. Refer to directions for use - dfu-0054-eo revision 8 - bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. G. Precautions for additional information. The complaint allegation was confirmed through review of the customer-submitted x-ray images, which appear to demonstrate fracture of the inserter tip, with the notch tip exhibiting apparent bending. Review of the device images also confirmed that the tip was broken.

Event description:
It was reported that during an anterior talofibular ligament surgery the tip of the inserter broke off inside the fibula. The tip remained inside the patient. There is no revision surgery planned. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with only one anchor and an internal brace. It was not necessary to do a second surgery.